Event description:
It was reported the patient experienced 25 inappropriate shocks. A lead impedance that rose to 2600 ohms and oversensing were also reported. The patient further reported that her last "machine almost killed me" and that the issues caused her pain and fear. The lead was replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported the patient experienced 25 inappropriate shocks. A lead impedance that rose to 2600 ohms and oversensing were also reported. The patient further reported that her last "machine almost killed me" and that the issues caused her pain and fear. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.